Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating the value was within a safe range. Customer was assisted by technical support in properly loading a new cartridge and was able to successfully resume insulin therapy, resolving the issue.